Event description:
The customer reported that the system was leaking cidex opa from the disinfectant tank mostly during cycle, but leak was constant. There were no physical complaints reported. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the disinfectant tank. The system was found to manufacturer specs. Results - disinfectant tank.